Event description:
The following has been reported: the patient stated that she was sitting in her chair when she realized that suddenly it was "raining". No chemo came into direct contact with the patient. But the spill was described as very large by the primary nurse. A preliminary review of the logs could not be performed. No sample or picture were available for analysis. A video was provided by the customer which confirmed the reported issue. Probable root cause of reported failure could be related to the supplier manufacturing process. It is possible that a leak was due to a loose secondary port caused by the tip of k-zero needle-free luer activated valve being broken causing it to detach from the secondary port based on previous complaints received. A quality alert was issued to the production floor to provide operator awareness of this complaint and reinforce current work instruction at the supplier. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR as a conservative measure. No adverse effects were reported.